Event description:
Patient presented 4 years post tkr with patella implant broken off and lodged behind femoral prosthesis between posterior condyles. Revision surgery required to remove broken/loose patella, and tibial insert may need to be removed (exchanged) to facilitate removal.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, based on the x-rays provided, the root cause of the "broken/loose patella" cannot be concluded. We did not receive the revision operative report nor and follow-up patient information. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaint for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.